Event description:
The customer reported that "he has suspicions that the alarms are not working".

Event description:
The customer reported that "he has suspicions that the alarms are not working". No patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.